Manufacturer narrative:
Photograph investigation summary: an analysis was performed on the pictures that were provided by the customer. According to the pictures, tip was observed semi-deflected with piston up. Customer complaint was confirmed. The product analysis was performed as appropriate in order to find root cause of complaint. Device evaluation summary: the device was visually inspected, and it was found with the pebax sleeve damaged with internal parts exposed. Then, a deflection test was performed and it was found within specifications. The catheter was deflecting correctly. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the pebax sleeve damaged could be related with the excessive force in the procedure or handling of the device during the shipment; however, it cannot be exclusively determined. This unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and a biosense webster, inc. Product analysis lab observed the pebax sleeve damaged with internal parts exposed. Initially during the procedure, the catheter could not deflect to specification. A second catheter was used to complete the procedure. There was no patient consequence reported. The curve inadequate issue was assessed as not MDR reportable. There was evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended; however, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster inc. Product analysis lab received the device for evaluation and observed on july 1, 2020 that the pebax sleeve was damaged with internal parts exposed. This returned condition was assessed as a MDR reportable issue. The awareness date for this lab finding is july 1, 2020.